Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperative it was not possible to engage three glenosphere with the the metaglene. In the end the metaglene was also replaced, as it was it was not clear why the connection had failed. No adverse patient consequences reported. To complete the surgery a glenosphere 42+4 was implanted. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿intraoperative it was not possible to engage the glenosphere with the metaglene. Three glenosheres did not engange with the metaglene. In the end the metaglene was also replaced, as it was it was not clear why the connection had failed. No adverse patient consequences reported. To complete the surgery a glenosphere 42+4 was implanted." Product description: xtndgleno d42mm +0mm shrtpst. Product code: 130761142. Lot number: d24084058. Quantity manufactured: (B)(4). Date of manufacture: 31-aug-2024. Expiry date: 31-jul-2029. IFU reference: IFU-w90930. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: xtndgleno d42mm +0mm shrtpst. Product code: 130761142. Lot number: d24084058. Quantity manufactured: (B)(4). Date of manufacture: 31-aug-2024. Expiry date: 31-jul-2029. IFU reference: IFU-w90930. Device history review: a manufacturing record evaluation were performed for the finished device 130761142, lot number d24084058, and no non-conformances / manufacturing irregularities were identified.